Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified concentration of morphine. After an unspecified length of time in use, it was reported that the "extension tubing set was broken near the luner lock position." There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.